Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact alleged the plum a+ device did not deliver the medication, alprostadil, which was programmed at a rate of 1ml/hour. The patient deteriorated rapidly and no further information has been provided.

Event description:
The customer contact alleged the plum a+ device did not deliver the medication, alprostadil, which was programmed at a rate of 1ml/hour. The patient deteriorated rapidly and no further information has been provided.

Manufacturer narrative:
Multiple attempts were made to contact the customer regarding the return status of the device, no response was provided; therefore, the device will not be returning to the manufacturer for testing and investigation.